Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; cause was not known. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. A bolus was delivered to address bg. Additionally, customer was administered intravenous saline and vitamins at a clinic. Customer did not go to the emergency room and was not admitted to the hospital. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, the cartridge was changed to address the issue. Customer continued to use the pump for insulin therapy.